Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. In addition, stent struts from the 15th most proximal stent row were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 30x2.25mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. After a 5fr guide catheter was placed, a pt graphix guidewire was advanced to cross the lesion. Subsequently, a 2.25x32mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, the stent became stuck in the guide catheter. The physician attempted to push the device with a little force but was unsuccessful. The device was removed from the patient's body and the procedure was completed with another of the same device. The device was examined later and it was noted that the proximal end of the stent was flared up and there was a sharp metal fragment in the middle of the stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 30x2.25mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. After a 5fr guide catheter was placed, a pt graphix guidewire was advanced to cross the lesion. Subsequently, a 2.25x32mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the stent became stuck in the guide catheter. The physician attempted to push the device with a little force but was unsuccessful. The device was removed from the patient's body and the procedure was completed with another of the same device. The device was examined later and it was noted that the proximal end of the stent was flared up and there was a sharp metal fragment in the middle of the stent. No patient complications were reported and the patient's status was stable.